Event description:
It was reported that during cystoscopy with planned lithotripsy (laser guided through scope) on (B)(6) 2024, the scope image was flickering, and they could not complete the procedure. The patient (a neutered male) had to be recovered from anesthesia without resolution of the urinary stones. Luckily the patient tolerated anesthesia fine. However, trailing multiple scopes increased urethral inflammation and risk of infection so the patient needed to be discharged with anti-inflammatories and antibiotics.

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).